Event description:
It was reported that the patient presented for follow up. An interrogation of the implantable cardioverter defibrillator revealed over-sensed noise caused by electromagnetic interference. No interventions were made. There were no patient consequences.